Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation after being exposed to electrocautery during a non-device related procedure. After a software download, normal device function resumed.